Event description:
It was reported that while in use on patient the cardiosave intra-aortic balloon pump (iabp) stopped pumping. In an effort to restart pumping, the customer changed the mode to auto-mode; however, the iabp did not restart pumping. Subsequently, the customer swapped the iabp unit to a cs300 to continue therapy. No patient harm or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer was dispatched to evaluate the iabp. The fse was unable to reproduce the reported issue. The fse checked the performance of the iabp and performed running test with a simulator. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. A supplemental emdr will be submitted upon completion of evaluation.

Event description:
It was reported that while in use on patient the cardiosave intra-aortic balloon pump (iabp) stopped pumping. In an effort to restart pumping, the customer changed the mode to auto-mode; however, the iabp did not restart pumping. Subsequently, the customer swapped the iabp unit to a cs300 to continue therapy. No patient harm or adverse event was reported.